Event description:
On (B)(6) 2012, intuitive surgical received a defective maryland bipolar forceps instrument from (B)(6) hospital. Information concerning why the instrument return was not provided by the site.

Manufacturer narrative:
Engineering evaluation of the returned instrument found that one conductor wire is broken at the yaw pulley exit. The wire is detached from its connection at the grip. The instrument also failed electrical continuity testing. Engineering evaluation also found that the yaw pulley is missing a .180 x .060 piece on the same side as the conductor break. It is indeterminable how the piece of yaw pulley broke. The distal end of the main tube has various scratch marks with light material removal. The scratches are .060 - .165 in length and are not aligned with the tube axis. Engineering concluded that the damage is likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Isi has contacted the site multiple times to verify additional details concerning the returned instrument; however, no additional information has been provided by the site. A follow-up MDR will be submitted if additional information is received.